Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports a tooth cracked/broke (back bottom left) while eating and thinks it's related to the aligners. Experiencing pain (level 4) and has ill fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.